Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had exhibited noise with oversensing and pacing inhibition. It was suspected that the noise was caused by the leads rubbing together. During the explant procedure, both leads broke and were surgically abandoned instead. New leads were successfully implanted. No additional adverse patient effects were reported.